Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she went to the emergency room due to migraines and low blood glucose of 39 mg/dl. Current blood glucose was 154 mg/dl and earlier it was 64 mg/dl. Troubleshooting for low blood glucose was performed. Customer reported the drive support cap was normal. Customer was disconnected during the rewind process. The insulin pump was not exposed to an MRI. Customer was advised to speak to her doctor in regards to low, monitor the device, and call back if issues persisted.